Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly due to inflation issues. A revision surgery was performed to explant and replace the component. No patient complications were reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly due to inflation issues. A revision surgery was performed to explant and replace only the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. The pump kink resistant tubing (krt) was worn to the filament; however, the pump passed leak and functional testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of no problem detected was assigned to this investigation.